Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a bleeding skin irritation from the tightness of the lifevest. There was no alleged device malfunction contributing to the irritation. The patient decided to use neosporin. A physician's assistant advised patient to continue to use the neosporin. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.